Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not yet received.

Event description:
Customer said the ceramic at the tip is broken into pieces. The procedure was completed with same like product. The date of event is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to correct the initial medwatch in which this event was identified as a serious injury since initially it was unknown if the broken tip of the device was retrieved from the patient. From investigation, it was confirmed that the device was retrieved and there was no consequences to the patient.

Manufacturer narrative:
Repeated attempts have been made for additional complaint event information, and the return of the complaint device so that an evaluation could be performed to try and determine root cause. However no further event information has been received, and the device has not been returned by the customer; therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the tip of the device struck hard bone, the arthroscope, or another instrument being used in the procedure damaging the ceramic part of the device¿s tip. The product IFU states¿ observe extreme caution when using electrosurgery in close proximity to, or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments; avoid ablating tissue that is trapped between the arthroscope and the electrode. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment.¿ a complaint report was run looking at similar incidents for the cp90 electrode family from january 1, 2014 through december 31, 2016. The complaint rate for the ceramic tip breaking was found to be below the expected rate in the product dfmea. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received back at some point in time in the future, this complaint will be reopened at that time and an evaluation will be performed and documented. UDI: (B)(4). Device not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip has been returned for evaluation and shows heavy signs of erosion indicating prolonged activation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure was investigated under supplier CAPA (B)(4). A new design change for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. The lot number of the returned device indicates that it has been manufactured after the improvements have been made. This assessment has been rigorous with respect to the failure mode equivalent to the one of the CAPA (B)(4) (erosion of active suction tube and active tip falling into the patient cavity). The failure mode is classed as alarp (as low as reasonable possible), per risk management procedure although the semi-quantitative probability level term occasional remains for the new design, at this point in time the actual occurrence rate is lower than the old design. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).